Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the failure of no image was caused by a temporal instability of the connection between the scope and processor. It is possible, excessive force may have been applied to the video connector socket and the lock lever when connected to the scope, which may have caused the connection at the electrical contacts of the video connector to become unstable. The instructions for use (IFU) instruct the user to perform the following: ¿push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down. ¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus technical assistance center (tac) an e311 error (unable to white balance) and no image on the cv-190, evis exera iii video system center, when connected to model 160 type scopes with the pigtail (videoscope connector) prior to an unknown procedure. The light source had 100 hours left. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user had reported an e311 error (unable to white balance) when connecting the cv-190, evis exera iii video system center to 160 model scope series. During troubleshooting with tac, no image was displayed. The user was instructed to check the cables in the back and the user confirmed the connections were secured. The first scope was attempted. A cap had been used, the lamp was on and the user was instructed to press and hold the white balance. No error was produced and the white balance was completed. The user was then instructed to power off the cv-190, disconnect the first scope, connect the second scope and power the cv-190 back on. The lamp was on and in auto mode but the user was unable to complete the white balance. The user confirmed no image on the monitor with the second scope. The user did not have another pigtail to attempt additional further troubleshooting. The user was informed additional troubleshooting steps could not continue for the second scope due to the no image displaying on the monitor. The user informed tac, the first scope had this issue as well. Tac recommended to the user to send in the cv-190 for repair to determine if the cv-190 was the cause of the issue. The device was returned to olympus for evaluation. When returning the device, the user clarified the issue had been intermittent and the scopes had worked on a different system. The device evaluation did not confirm the user¿s report. The unit was burned in for over three hours with a test clv-190 (light source) and multiple test scopes (ltf-s190-5, ltf type vh, gif-h180, and cf-hq190l). The white balance was found to be functioning normally. The user was instructed to hold the white balance button down until the white balance is completed, otherwise, the white balance can fail. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.